Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported during troubleshooting of a cycler alarm of observing a fluid leak. The patient was advised to cancel treatment and to contact the clinic nurse. The patient indicated that treatment would be completed to an alternative form of peritoneal dialysis treatment. Follow up with the patient indicated that the patient self medicated with antibiotics, without notifying the clinic, type unknown. The patient did not experience any complications as a result of the alleged event. The cycler set was discarded.

Manufacturer narrative:
The alleged event is not confirmed. The device was discarded and not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."